Manufacturer narrative:
The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the communication failure due to the damaged cable by user handling. If significant additional information is received, this report will be supplemented.

Event description:
Before the procedure, the user found that the endoscopic image disappeared temporarily when the user touched the cable near the rear cover. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.